Event description:
Caller reported an aviva blood glucose result "in the 500's", had no symptoms. Son took him to the ER, professional system result more than 30 minutes later was 117 mg/dl. Retest results on his system within 10 minutes of the professional result were 468 mg/dl and 555 mg/dl. No treatment or adverse event reported. A request was made for the return of the strips, replacement sent.